Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the patient came to the hospital due to receiving multiple shocks. The lead impedance was found to be greater than 3000 ohms. During the explant procedure, an insulation defect was clearly noted below the anchoring sleeve. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".